Event description:
The staff in the ICU noticed the hub of the extension tubing on the PICC come off after the catheter had been in the pt for 24 hours. The catheter was replaced and there was no harm to the pt.

Manufacturer narrative:
The device was not returned. This product malfunction was reported to the supplier of the product and results of the investigation are pending. A follow up MDR will be submitted once results are received.